Manufacturer narrative:
A siemens headquarters support center (hsc) specialist reviewed the event data. Quality controls were within acceptable ranges. No instrument issues were noted by the customer. The hsc specialist concluded the potential cause of the discordant results was due to the sample specific issues such as sample handling or sample integrity. Other samples were run from the same reagent flexes and well sets which further support the cause of the discordance as sample specific. The presence of cellular debris, gel globules or other artifacts present in the sample tube can impact the sampling accuracy causing intermittent issues related to the result recovery. The cause of the discordant gluc, co2, cre2, k and na results on patient samples is unknown. The instrument is performing within manufacturing specifications. No further evaluation of device is required.

Event description:
Discordant glucose (gluc) result was obtained on one patient sample on a dimension vista 1500 instrument. Additionally, discordant carbon dioxide (co2), creatinine (cre2), potassium (k) and sodium (na) results were obtained on another patient sample. Sample ID (B)(6) was repeated on an alternate dimension vista instrument, resulting lower. While, sample ID (B)(6) was repeated several times on the same instrument, resulting different than the initial results. It is unknown which results are correct and reported to the physician(s). There are no reports of patient intervention or adverse health consequence due to the discordant gluc, co2, cre2, k and na results.

Manufacturer narrative:
The initial MDR 2517506-2018-00093 was filed on 07-feb-2018. Additional information (07-feb-2018): the customer provided the information regarding results being reported for sample ID (B)(6).

Event description:
For sample (B)(6), the repeat results were reported to the physician(s).